Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed needle driving, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was poor contact or an abnormal operation performed with the large needle driver instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved with unintuitive motion. There was no physical damage noted at the distal end of the instrument.

Manufacturer narrative:
The large needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.